Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging his one verio iq meter read inaccurately compared to his feeling and or normal results and when performing consecutive blood glucose tests. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient on (B)(6) 2014. On (B)(6) 2014 at 10:20 p. M. The patient stated he developed symptoms of ¿sweating and feeling unwell¿. The patient reported that the alleged inaccuracy began at 10:30 p. M., when he obtained a blood glucose reading of ¿208 mg/dl¿ with the subject meter. At 11:00 p. M. The patient retested his blood glucose and obtained a reading of ¿100 mg/dl¿ with the subject meter. Immediately after, the patient self-treated and ¿took some sugar¿. The patient confirmed he began to feel better, ¿a few minutes¿ afterwards. During the follow-up call, the patient stated, he tests his blood glucose 5 times a day and that his normal/typical blood readings range ¿around 105 mg/dl¿. The patient stated, prior to the onset of symptoms, he last tested earlier that day at 9:00 p. M. And obtained a reading of ¿258 mg/dl¿, which is ¿above¿ his normal range. The patient claimed he took his usual dose of insulin (novorapid, 7 units) in response to the reading obtained at the time. The patient symptoms appeared 1 hour and 20 minutes after taking the insulin. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because, the patient claims he obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 3 ¿ (12/30/2014). Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to be intact, thus not the root cause for the control solution failing which was seen, and passed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (08/21/2014). The patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on (B)(4) 2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (06/27/2014), the patient¿s test strips have been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. A secondary issue was noted when the test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. In addition, a tertiary issue unrelated to the complaint was found, the returned test strip vial contained extra test strips. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.